Event description:
Resident tested positive for group a strep in his abdominal wound. He was being seen by our in house wound provider who use the arobella qoustic system (ultrasound mist therapy) on this wound.